Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap inner sheet did not rotate in accordance with the external sheet and it gradually broke. Per the customer, the procedure was able to be completed. No pt injury was reported.